Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges precision issues. Therapeutic range: 2 - 3. Inratio (lot #296799) = 5.5. Inratio (lot #297451a) = 1.2. Tests performed three hours apart. See MDR 2027969-2013-00173 for lot # 296799.